Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device showed a check vent, the ventilator restarted error message. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported phenomenon. However, e/c 1101 was found in the error log. Since the lease-up date is near the device was returned to the sales office with no repair. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.